Event description:
The procedure was coil embolization for unknown target lesion. When the orbit complex fill 8x24 coil (637cf0824) was purged with the dcs syringe (catalog/lot unknown) during preparation, the coil was prematurely detached. The coil was not clinically used, and the procedure was completed using other new products. There was no adverse consequence to the patient. Additional information indicated that when purging, the pressure was increased to position #1, the blue zone, on the syringe without difficulty, and the pressure was maintained at position #1, the blue zone, for at least 30 seconds. After purging in the blue zone, when rotating the syringe knob counterclockwise to decrease the pressure to position #2, the orange zone, was verified that the purging pressure was not reduced below position #2, orange zone. After reducing the syringe pressure to position #2, the orange zone, the latch mechanism was unlatched and followed by relocking the latch mechanism. Other than the reported event, no damages were noticed on the delivery system, or coil. The coil is going to be returned for analysis.

Manufacturer narrative:
The procedure was coil embolization for unknown target lesion. When the orbit complex fill 8x24 coil (637cf0824) was purged with the dcs syringe (catalog/lot unknown) during preparation, the coil was prematurely detached. The coil was not clinically used, and the procedure was completed using other new products. There was no adverse consequence to the patient. Additional information indicated that when purging, the pressure was increased to position #1, the blue zone, on the syringe without difficulty, and the pressure was maintained at position #1, the blue zone, for at least 30 seconds. After purging in the blue zone, when rotating the syringe knob counterclockwise to decrease the pressure to position #2, the orange zone, was verified that the purging pressure was not reduced below position #2, orange zone. After reducing the syringe pressure to position #2, the orange zone, the latch mechanism was unlatched and followed by relocking the latch mechanism. Other than the reported event, no damages were noticed on the delivery system, or coil. The coil is going to be returned for analysis. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Support coil and gripper were out of the introducer which was zipped. Embolic coil was not provided for evaluation. Support coil and hypotube presented kinks. The cause of the damages found on the device could not be conclusively determined; however, these do not appear to be related to the manufacturing process since inspections are in place to prevent these kinds of damages leaving from the facility. Procedural and handling factors appear to be contributed to these damages. The introducer was not damaged. Gripper was inspected under microscope and no anomalies were observed; it has a mark (headpiece impression) which indicates that an embolic coil was previously attached and is indicative of a tight fit of the coil in the gripper. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470590 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Although the circumstances pertaining to the detachment of the coil could not be confirmed with analysis, it was confirmed that the coil had been detached. Based on the available information, there are no identified procedural factors contributing to the event and based on the DHR review and analysis of the returned device, there is no indication that it is related to the manufacturing process. The root cause of the reported premature detachment during prep cannot be determined; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.